Event description:
It was reported that a pt underwent a myomectomy procedure on (B) (6) 2010. During the procedure, the device was in use for approximately ten minutes then it was not rotating constantly and it was not cutting because the handpiece was jammed with tissue. The surgeon opened a bigger space in the abdomen, where the trocar was placed, and then he used a grasper to remove the piece of tissue.

Manufacturer narrative:
(B) (4) - tissue jam: conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.